Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/9/2020. Additional information was requested and the following was obtained: 1. How many devices were involved in this single procedure? 1. 2. Procedure name : lymphaticovenous anastomosis, lva. 3. Date the event occurred? (B)(6) 2020. 4. Lot number: unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved in this single procedure? Procedure name. Date the event occurred? Initial procedure date? Lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the doctor used the suture, the suture broken easily. There were no adverse patient consequences reported. Additional information has been requested.